Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Should additional information become available, a follow-up report will be submitted. (B)(6).

Event description:
The complainant reports the endotracheal tube pilot line and balloon became disconnected from the ett while in use on the patient. It is further reported the ett was not changed and the patient experienced no injuries.